Event description:
Tubing was being used for IV infusion per manufacturer recommendation when the tubing became disconnected at one of various hubs on the device in the middle of infusion, causing leaking of mediation/blood into the patient's bed. There was no packaging saved indicating the lot number. The tubing is becoming disconnected at points that should be fused together. It did not lead to injury of the patient but it does lead to the patient not getting their complete dose of the medication being infused.